Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the ureteral stent was found to be full of calculi when the tubing was removed from the patient one month later.

Manufacturer narrative:
The reported event is confirmed, design related. No physical sample was returned, however, a photo sample was submitted. The photo sample showed encrustation/calcification present on the stent. The ureteral stent user manual, includes stent encrustation as a potential complication associated with retrograde/antegrade positioning of indwelling ureteral stents. The user manual also provides instructions to check for signs of encrustation periodically. "Ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopy and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days." A potential root cause for this event could be "material selection". The device was returned for evaluation. As the reported event is confirmed design related a DHR review is not required. As the reported event is confirmed design-related, a label/pack review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the ureteral stent was found to be full of calculi when the tubing was removed from the patient one month later.